Manufacturer narrative:
The axium coil was returned for evaluation and the clinical observation was confirmed. As received, the pushwire was received without the implant coil as it remains in the patient; therefore, any contributing factors from the implant coil could not be assessed. As received, the pushwire was found broken into two segments, but retained by the release wire. The proximal section, the tack weld replacement (twr) crimps were found broken. The location of the break in the pushwire was consistent with the location broken during a manual detachment (via hypotube) attempt. The distal pushwire segment was found bend from the proximal end. Under the microscope, the coin was found to be pulled back from the lumen stop with the shield coil stretched. All other subassemblies appeared to be normal and no other anomalies were observed. We were unable to definitively determine the cause of detachment of the implant coil; however, based on our analysis findings user context may have contributed. It is possible that the damaged retainer ring, broken tack weld replacement (twr) crimps, and the pushwire broken at the manual detachment location (via hypotube) could have led to the coil detachment. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during treatment for a pulmonary anterior venous malformation this coil was inserted into hub of microcatheter and became stuck when inserting 15 cm into microcatheter. The coil experienced resistance when advancing through the proximal section of the microcatheter. No patient injury was reported. Evaluation of the returned device found that the implant coil was detached and missing from the pushwire. Follow up conducted based on device condition upon return confirmed that the coil separated when pushing the coil through the microcatheter. The coil was implanted in the patient. The pushwire become broke from introducing the coil in the hub of microcatheter.